Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat an atrial septal defect. The device was deployed and locked. Following locking, the physician released the device; however, the delivery system was stuck to the device and could not be removed. At this point it was noted the mandrel had moved into the control catheter tip slot preventing the lock loop from releasing. The physician unscrewed the delivery catheter luer and advanced the catheter in an attempt to free the device from the delivery system. The initial attempt to free the device was unsuccessful. Following additional manipulation with the delivery catheter, the lock loop released but the occluder embolized to the pulmonary artery. The occluder was removed successfully with a snare and the procedure was concluded. The patient was doing well and the defect will be closed at a later date.

Manufacturer narrative:
The device was returned for engineering analysis (d8/9). A device evaluation is in progress. Fluoroscopic case images were returned for evaluation. An image demonstrates a 30mm gore cardioform septal occluder deployed successfully over an atrial septal defect. After locking of the occluder, the second image demonstrates the occluder was not released from the mandrel after the occluder lock was engaged. As a result, the occluder slid down to the slot of the control catheter and added more tension to the left disc therefore changing the position of the occluder on the atrial septum. The occluder was later released by advancing the delivery catheter to stabilize the occluder position and a manual pull back of the mandrel was performed. The occluder was released; however, the lock loop was trapped inside the delivery catheter, as demonstrated in the third image. After several attempts to free the occluder, the occluder came off of the septum and embolized to the pulmonary artery.

Manufacturer narrative:
The device was returned for engineering analysis. As received, the lock release shuttle was in a mostly locked position, and the control shuttle was in a mostly loaded position. The occluder was not attached to the delivery system, the retrieval cord lock and string were not present with the device, and the left and right body shell components were not flush against each other. The evaluation showed the size and shape of the occluder, locking mandrel, tip slot, retaining stiffener, and lock loop were unremarkable. The control spring was fully seated. After flushing, engineering attempted to cycle the device but was impeded by the exostiffener bending inside the handle when trying to complete loading. Additionally, the lumen was not lined up with the long axis of the locking mandrel. Engineering was unable to confirm the failure due to the returned state of the device. The locking mandrel appears to have been damaged during the operation, which may have contributed to the misalignment of the lumen and subsequent failure. The separating of the body shell components and bending of the exostiffener was likely not present before the device was in use since failures related to cycling of the control shuttle were not reported. Therefore, the cause of the failure is unable to determined.